Manufacturer narrative:
The evaluation found the forceps elevator has foreign material. The customer's reported issue was confirmed as the elevator wire was cut, therefore, the elevator does not rise. Additionally, the angle wire is worn attributing to play on the right and left control knobs. The distal end cover is dented and the scope has wear from scratches, scrapes and dents and is dirty throughout the scope. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer was informed by the user facility that the duodeno-videoscope's elevator was reportedly found broken during an unspecified procedure. The intended procedure was not completed. There was no injury or harm to the patient. The scope was returned to the repair center and during inspection/testing, the forceps elevator was found to have foreign material.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the details of the event (b5).

Event description:
The reported event occurred at the beginning of the common bile duct procedure. The procedure was cancelled at that time because of the non-functioning scope and medicine was given to patient till further procedure was performed. The equipment was inspected prior to the procedure, no anomalies were observed. The procedure was rescheduled and after three days when a loaner was given, then procedure was completed. No harm to patient as it was just at the beginning of the procedure.

Event description:
The olympus (omsi) field service engineer was informed by the user facility that the duodeno-videoscope's elevator was reportedly found broken during an unspecified procedure. The intended procedure was not completed. There was no injury or harm to the patient. The scope was returned to the repair center and during inspection/testing, the forceps elevator was found to have foreign material.

Manufacturer narrative:
The evaluation found the forceps elevator has foreign material. The customer's reported issue was confirmed as the elevator wire was cut, therefore, the elevator does not rise. Additionally, the angle wire is worn attributing to play on the right and left control knobs. The distal end cover is dented and the scope has wear from scratches, scrapes and dents and is dirty throughout the scope. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. On the basis of information obtained, it was presumed that the suggested phenomenon was due to inappropriate reprocessing of the unit. Brushing methods around the forceps elevator are described in the following section of the instructions for use (IFU) (reprocessing manual): 3.5 manual cleaning: "brush around the forceps elevator and instrument channel outlet." The following description is also included in IFU (reprocessing manual): 3.3 precleaning: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Because of the above, the suggested event was deemed preventable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental was submitted to provide additional information regarding the initial reporter/contact at the user facility (e2 &e3).